Event description:
Related manufacturer reference number: 2017865-2021-35618. It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2021. During the procedure, a stylet was stuck in the new lv lead. The new lv lead was removed and replaced. The patient was stable.